Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the inability to straighten the steerable guide catheter (sgc). It was reported that during preparation of the steerable guiding catheter (sgc), after moving the +/- knob to 270 degrees, the sgc could not straighten anymore. The sgc was not used in the anatomy, and was replaced. This sgc were discarded and a new sgc to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the report lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined that the reported issue of the steerable guide catheter (sgc) unable to straighten was a result of the cable break; however, a definitive cause for the cable break could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, reported information stated that the cable broke. No additional information was provided.